Event description:
It was reported that intermittently, the 2800 system would not boot up the first time. It was noted that after one or two boots the system would be ok. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer and the hard drive. The system was tested and found to be working as intended and placed back into service.